Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are: product ID: a810. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the rep was unable to confirm her priming bolus on first pass, and ended up programming with her 8840 (clinician programmer) instead. She confirmed that she neglected to change the '-' in the 'hr' field to a '0,' so that was what was preventing her from confirming the bolus. There were no reported symptoms. No further complications were reported. Additional information was received from the healthcare professional via rep. It was reported that the screen would not allow the rep to hit update. There was no delay in pump programming due to this occurrence. No further complications were reported.